Event description:
(B)(4) I had essure placed 2009 after my 4th child I had pain right away. Went back to the dr that did the procedure within a week due to the pain on my right side. Was put on pain meds and said everything looks in place but the pain could be from him having a hard time placing the right coil. I had my hsg done 3 months later and said everything is the way it should be. About a year and half later I starting having extreme pain . No matter what I did and I knew something wasn't right. I had ultrsasound and they didn't find anything to be out of place. I finally convinced my gyn to do an exploratory surgery. After the surgery I found out that my right coil was no longer in my fallopian tube but in fact it was in my uterus poking through and I was very red and inflamed. I had a tubal done on that side and was told my left side looked good. I felt good up until a few years ago when I have horrible back pain during my monthly cycle and really bad hip pains to the point it feels like it's out of place. I have been to a chiropractor, had mris, did physical therapy and no one can tell me what's wrong. I have had no pain or problems like this before essure and I have never had any dental issue like I am having now. I have also gained weight and I'm bloated and look like I'm 6 months pregnant.